Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes and possible myopotential oversensing. Programming changes were discussed. No intervention reported.

Event description:
New information noted the patient presented for unrelated reasons. Upon interrogation, the implantable cardioverter defibrillator exhibited multiple non-sustained right ventricular oversensing episodes and possible myopotential oversensing. The device was reprogrammed. The patient was stable and will be monitored.